Event description:
A review of the patient's log file revealed multiple pump stops while on battery power on (B)(6) 2022 as the result of the controller losing power. The batteries, including emergency backup battery (ebb), drained completely.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Main investigation conclusion: evaluation of the submitted log files confirmed a pump stop due to a full depletion of the 14-volt batteries and 11-volt backup battery. The controller event log file captured low power advisories on 07may2022 at 05:03:08 which progressed to low power hazards at 05:38:47 and no external power alarms at 05:47:23 when the lithium-ion batteries depleted. Approximately 2 hours later at 7:39:49, the pump stopped due to depletion of the external backup battery (ebb). The log file captured controller clock corrupt alarms and clock invalid faults due to the clock being reset to the default date of 01jan2000 after the full battery depletion. A specific duration of time for which the pump was stopped could not conclusively be determined. The pump ramped back up to the fixed speed at 00:00:04 when the pump was reconnected to power. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), following the event. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 2 also states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Also, section 7 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The hm3 lvas patient handbook, rev. D, is also currently available. The ¿alarms and troubleshooting¿ section of the patient handbook provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ section 5 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 04apr2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was confirmed that the patient was sleeping on battery power at the time of the pump stop. The patient complained on shortness of breath at the time. The caregiver arrived at the patient's home and reconnected the pump to power. The patient stated he had been experiencing back pain which prevented him from getting out of bed. The patient was also given new 14 batteries because he claimed they were not holding a charge.